Manufacturer narrative:
The pump has been returned to animas for evaluation.an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/02/2017 with the following findings: during investigation, the battery compartment was cracked along the side of the pump and a leak was found at this site. The battery compartment was also cracked between the bumper pad and the cover. Moisture corrosion was found in the battery compartment. The pump was disassembled and no moisture was found inside. Unrelated to the original complaint, the display was dim with a red hue.